Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device check prior to a routine device replacement procedure, this right ventricular (rv) lead exhibited loss of capture (loc). The lead was surgically abandoned and replaced during the device replacement procedure. No additional adverse patient effects were reported.